Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. The IFU lists hemolysis as an adverse event that may be associated with the use of the hm2 lvas. Despite multiple requests, no further information was provided. The patient remains ongoing on vad support with no further related issues reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a rise in hemolysis markers from lab results. The manufacturer's technical service representative reviewed the log file and did not observe any unusual events.